Manufacturer narrative:
The customer stated that a different instrument was utilized for the repeat testing. They also stated that the initial result of 137 mmol/l was repeated to confirm a correct result and the initial result was reported to the physician. The cause for the incident is unknown.

Event description:
The customer reported a discrepant sodium value. There was no injury due to this event.

Manufacturer narrative:
Siemens reviewed the data files which indicated the interference of benzalkonium. Benzalkonium is a known interfering substance as listed in the rp 500 operator's manual.